Manufacturer narrative:
One catheter was returned for evaluation. Upon visual inspection, it was found to be in good physical condition. It was noted a dried substance was present throughout the inside of the catheter. As functional testing, attempts were made to push fluid through the catheter/connector assembly (using a fluid filled syringe) to observe for flow from the catheter eyes. This test was not successful due to the dried substance inside the catheter which impeded flow. The distal tip of the catheter was passed through the hub of the needle until it passed through the bevel tip. A slight resistance was observed as the tip of the catheter emerged from the bevel of the needle. However, this is considered to be an acceptable fit. The reported customer complaint was unable to be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Date of event: possible event date (B)(6) 2018.

Event description:
Information was received that a smiths medical portex epidural catheter was too stiff, causing vascular penetration. No additional adverse patient effects were reported.